Event description:
The customer reported approximately one (1) milliliter (ml) of clear fluid dripped from the manual mode probe during probe wipe movement involving coulter lh 500 hematology analyzer. The fluid was contained within the unit. The customer had on proper personal protective equipment (ppe): gloves, laboratory coat, and eye protection during the incident. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) noted a fluid leak at the probe wipe block. The fse cleaned and adjusted the probe wipe module track to allow full movement and resolved the issue. The unit conformed to the manufacturer's published performance specifications. The customer has an exposure control/risk management plan at the facility. (B)(4).